Event description:
It was reported while unloading the stretcher from the ambulance, it allegedly did not engage with the safety hook and continued to roll out of the ambulance striking the bumper. The patient alleged a headache as a result.

Manufacturer narrative:
The stretcher was returned to ferno and a visual and function test was performed. The safety bail was found to be damaged not allowing the bail to correctly engage the safety hook. The technician also found the safety bail release stops were gouged indicating the safety bail is hitting the stops with force. The cot was repaired and approved to return to service. No additional details were provided regarding the alleged injury (headache).

Event description:
It was reported while unloading the stretcher from the ambulance, it allegedly did not engage with the safety hook and continued to roll out of the ambulance striking the bumper. The patient alleged a headache as a result.